Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During support, an echocardiogram was performed which confirmed a new large left ventricle [lv] thrombus. Disseminated intravascular coagulation [dic] was suspected as well. Patient decompensated and expired. The device cannot be ruled out as a contributing factor to the patient's demise.